Manufacturer narrative:
The manufacturer's field service engineer confirmed the reported problem in the unit's event history log. The manufacturer's field service engineer repaired the unit by replacing the data acquisition board. Unit passed all tests.

Event description:
Customer reported a check vent error. Field service engineer identified a series of error codes indicating a spi bus failure. The customer reported that the device was not in clinical use at the time the issue was discovered.